Event description:
It was reported that the patient received inappropriate shocks from the right ventricular lead. The lead had no capture, high impedance, noise and a confirmed fracture. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5594 lead, implanted (B)(6) 2004. (B)(4).